Event description:
It was reported the device was used during a stereotactic breast biopsy. It was reported the physician placed the clip device into the probe and fired it using the correct technique. After removing the clip device from the probe, he noticed the silver collar was missing from the stylet. The silver collar was never retrieved from the breast. Upon taking additional post biopsy x-ray views, the collar was seen in the breast.